Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (type unknown) during an anterior/posterior repair and sacrospinous colpopexy procedure (date of procedure unknown). During this procedure, the mesh was "stitched to the posterior wall after being fired through the sacrospinous ligament." Reportedly, post-implantation, the patient presented with mesh exposure, requiring revision (date of onset and specifics unknown). The patient's condition is fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.